Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information (weight) but no information was received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that ipg became inoperable and is unable to communicate with external devices following multiple unrelated surgeries. Surgery mode was not enabled at the time of the procedures. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A patient's ipg became inoperable and is unable to communicate with external devices following multiple unrelated surgeries was reported to abbott. Surgery mode was not enabled at the time of the procedures. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.